Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the pacemaker exhibited a "diagnostic data invalid" alert. No intervention was performed as the device was found to operate normally. The patient was in stable condition.